Event description:
Pt enrolled in study randomized to arm a (hepatic arterial infusion), had c1d1 chemotherapy instilled in pump 10/1/97. Total volume = 50ml. On 10/11/97, pt returned to have pump emptied of residual chemotherapy and refilled with ns/heparin. It was discovered that 48ml of the original 50ml remained in the pump reservoir. Pt had rec'd only 2ml of medication in the previous two weeks.